Manufacturer narrative:
The device was not returned for analysis. Analysis is thus based on the existing production documents and the device data submitted. The submitted device data were analyzed extensively, in particular the iegm recorded on (B)(6) 2014. This documented that an ineffective safety stimulus was delivered due to a ventricular sense event and as a result backup stimulus was delivered. After this chain of events, ventricular tachycardia was recorded in the iegm. The cause of the initial signal and also the tachycardia cannot be determined based on the available data. The production process for this device was checked. The production documents do not show any irregularities that could be related to the incident. All production steps were correctly executed. In summary, there is no indication of a production defect. The clinical observation could be confirmed. However, based on the device data available, the underlying cause of the clinical observation could not be determined. There was no indication of the device malfunctioning.

Event description:
Ous MDR - after an implantation period of about 47 months, syncope for this female patient was reported. Syncope aside, no further worsening in the patient's health was reported.